Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients relatively newly implanted right ventricular (rv) lead, had exhibited fluctuating high out-of-range (oor) impedance measurements greater than 3000 ohms, shortly after implant, as well as loss of capture (loc). A chest x-ray was taken to look for obvious lead issues, and none were found. The lead pin was observed to be appropriately placed in the device header, and no apparent fractures were seen. Boston scientific technical services (ts) was consulted and suggested there could be a connection issue, lead fracture, or lead conductor failure. Ts also stated that since this device has 2 setscrews, so if one is not connected correctly it is possible that the lead would be through the terminal block and a good physical connection, but the electrical connection would be missing, and that could cause oor impedances and loc. The physician is not planning any interventions at this time.